Manufacturer narrative:
The suspect medical device was changed from magnesium, list 03p68-21, lot 69367un19 to architect c16000 analyzer, list 03l77-01, serial (B)(6) on (B)(6) 2019. Abbott field service (fs) performed on site-troubleshooting and performed maintenance which included adjusting and cleaning various parts of the architect (B)(6). The vacuum pump and sample probe was determined to be the likely cause. A review of the (B)(6) instrument service history found no additional likely causes and no additional reports of discrepant or inconsistent results have been received since fs addressed the issue. A review of historical data for the vacuum pump and sample probe did not identify any trends or systemic issues. A review of tracking and trending for the clinical chemistry systems revealed that the calculated rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit and no trends were identified for the current complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000, serial number (B)(6), the vacuum pump, or the sample probe was identified.

Manufacturer narrative:
Section a. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false elevated magnesium result generated on the architect c16000. The following data was provided: sid (B)(6) initial result = 6.19 mg/dl, repeat = 2.42 mg/dl. Magnesium package insert normal range = 1.6 to 2.6 mg/dl. No impact to patient management was reported.